Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
The complaint was submitted via (B)(4). It was reported during the insertion of the central venous catheter, the plastic hub surrounding the introducer needle had a hole in it. The hub was allowing air to leak in from the hole. They were unable to complete the procedure with this needle after localization with ultrasound. A second kit was opened and a new needle used without complications.